Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 366 mg/dl. The patient was confused, nauseous and vomiting. The patient was also short of breath. For treatment, the patient was given insulin and intravenous (IV) infusion of fluids for dehydration. The patient was prescribed amlodipine at 5 mg to take 1 tablet, unknown medication at 10 mg, cefepime at 1 mg and protonix at 40 mg. The patient also took omega 3. The pod was worn longer than 48 hours on the back. The pod was discarded and the patient was discharged after 30 hours.